Manufacturer narrative:
(B)(4).

Event description:
A male pt underwent a radial heart catherization in the outpatient lab. During the procedure, the pts body system had severe spasms and clamped down on the sheath. When the physician attempted to remove the device, the sheath broke in half inside of the pt. (Information provided by the district manager stated that it was noted the physician did not put the dilator back in prior to removing the device initially). The pt was transported to the hospital where the sheath was removed surgically from the brachial artery. The device was successfully removed with no complications and the pt tolerated the procedure well and was released from the hospital on (B)(6) 2015.